Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a thin flap in the left eye post lasik flap procedure. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information was requested, but additional information has not been received to date. Based on quality assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).